Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynx control vascular closure devices (vcd)s were opened and it seems we the sealant was coming out before inserted. There was no reported patient injury. The user is experienced with the device. The package was not damaged. Device was removed as per the instructions for use (IFU). There was no damage reported from the prep of the device. One device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, two 6f/7f mynx control vascular closure devices (vcd)s were opened and it seems the sealants were coming out before inserted. There was no reported patient injury. The user was experienced with the device. The package was not damaged. The device was removed as per the instructions for use (IFU). There was no damage reported from the prep of the device. The second device was not returned for analysis. The reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed through analysis of the returned device since the sealant was exposed due to the frayed/split/torn condition of the sealant sleeves. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ could not to be confirmed for the second reported device as it was not returned for analysis. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.